Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b7, d1, d11, g1, g3, g4, g7, h1, h2 and h6. Section b5: the medial records revealed that the filter was implanted prior to planned bariatric surgery. The patient had a history of morbid obesity. The filter was placed into the distal area of the inferior vena cava. There were no complications. The operative notes state that the device will eventually be removed. Approximately six years and ten months after the index procedure the device was successfully removed. Prior to removal of the filter, the patient experienced persistent right lower quadrant, right leg pain and there was mild apparent narrowing of the right common iliac vein. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart, filter is embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The form also states that the filter was unable to be removed. The patient became aware of the reported events approximately six years and seven months after the index procedure. The form states that computed tomography (CT)scans and evaluations of the filter revealed perforation, migration, caval thrombosis, blood clots, clotting and/or occlusion of the ivc, pain post implant, dvt, embedment and device was unable to be retrieved. Although the ppf states that the device was unable to be removed. The operative notes for the removal procedure state that the device was successfully removed. A post-removal venogram showed that there was no significant extravasation, ivc damage or in situ thrombosis. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was prophylaxis prior to bariatric surgery for morbid obesity. The filter was placed in the distal area of the inferior vena cava. There were no complications. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to perforation, migration, caval thrombosis, pain post implant, dvt, and device is embedded and unable to be retrieved. All the struts of the ivc filter perforate the ivc up to 4mm. There is a perforated medial strut that contacts the aortic wall. Approximately 7 years post implant, the device was successfully removed. Prior to removal of the filter, the patient experienced persistent right lower quadrant, right leg pain and there was mild apparent narrowing of the right common iliac vein. Per the patient profile form (ppf), the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart, filter is embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The form also states that the filter was unable to be removed. CT scans of the filter reveal perforation, migration, caval thrombosis, blood clots, clotting and/or occlusion of the ivc, pain post implant, dvt, embedment and device was unable to be retrieved. Although the ppf states that the device was unable to be removed. The operative notes for the removal procedure state that the device was successfully removed. A post-removal venogram showed that there was no significant extravasation, ivc damage or in situ thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, migration, caval thrombosis, pain post implant, dvt, and device is embedded and unable to be retrieved. All the struts of the ivc filter perforate the ivc up to 4mm. There is a perforated medial strut that contacts the aortic wall. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, migration, caval thrombosis, pain post implant, dvt, and device is embedded and unable to be retrieved. All the struts of the ivc filter perforate the ivc up to 4mm. There is a perforated medial strut that contacts the aortic wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.